Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. Presented (B)(6) 2012 with a slipped flap and striae on right eye (od). Slipped flap was the cause for the striae. Patient brought back to laser suite and flap lifted and stretched od. Visual acuity sans corrected (vasc) on (B)(6) 2012 od was 20/20. Patient was 20/20 prior to lasik.